Event description:
Reported received on 01/18/2006 of patient experiencing an "allergic reaction" of right upper and left upper puncta after implantation in 2005, of super eagle punctum plugs. No exact date of plug removal.